Manufacturer narrative:
E1: (B)(6). Patient country: finland. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in finland. It was reported that the patient faced an event of infusion set tubing detachment on (B)(6) 2025. The site was left side of patient's abdoemn and pump was on left side. Th infusion set was used for two days. No further information available.